Event description:
In 2009, boston scientific corporation was informed that during preparation, when the resolution clip device catheter was pulled, the clip was dangling from the end of the catheter. This occurred with three resolution clip devices. A fourth resolution clip device was used to complete the procedure without any patient complications. Patient is "fine". Note: this report is for the first of three devices used in same procedure. Please refer to MFR #s 3005099803-2009-00614 and 3005099803-2009-00616 for other related reports.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.